Event description:
Thoracic spinal cord stimulator placed on (B)(6) 2026.

Manufacturer narrative:
B5: event problem description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: product identifiers unknown. G4: product identifiers unknown. So 510k unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6). Primary diagnosis was stenosis. It was reported that the patient experienced right lateral leg pain due to pseudarthrosis at the bottom level. There were no further complications reported regarding the event. The outcome of the adverse event was not recovered/not resolved. No diagnostic tests were performed. Site assessment: there was no congenital anomaly, death, disability, hospitalization, life threatening, or medical intervention. Severity of adverse event was moderate. Sponsor assessment: sponsor assessed as not related to procedure and device. Update received on 2025-jun-03: the adverse event involves a lumbosacral spinal level at l4-l5 levels. Site assessment: the adverse event was possibly related to capstone peek spinal system implant, posterior supplemental fixation system, tlif grafting material and study procedure (tlif). Update received on 2025-jun-10: adverse event : right lateral leg pain (more bothersome than left leg pain) with evidence of pseudarthrosis at the bottom level. Update received on 2025-jun-13: patient outcome status was recovering/resolving update received on 2025-jun-17: adverse event: right lateral leg pain (more bothersome in left leg) with evidence of pseudarthrosis at the bottom level. Pain also possibly caused by l5 screw lucency. Sponsor assessment: sponsor assessed as not related to procedure and tlif grafting material, and ib fusion device. Possible related to posterior supplemental fixation system. Update received on 2025-jun-27: diagnostic tests were performed on (B)(6) 2025, action subtype: CT without contrast1 action result: stable arthrodesis without acute interval process.

Event description:
Update received on 2026-apr-21: as of (B)(6) 2026 patient still have endorsed leg pain.

Manufacturer narrative:
B5: event problem description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event problem description is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Interventions: an external spinal cord stimulator was used on (B)(6) 2026. Drug therapy was also administered.

Event description:
The sponsor assessed the event as not related to the procedure, tlif grafting material, or the ib fusion device. However, it was deemed possibly related to the posterior supplemental fixation system.

Manufacturer narrative:
B5: event problem description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.